Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hepatectomy procedure, to transect glisson sheath, the first reload was used with a power handle, but as soon as firing, the stapling was stopped with excessive tissue alarm. After almost 30 seconds waiting for tissue dehydration, the reload did not work at all. A second reload was used and it worked properly. A third reload was used to ligate the vein branch still with the power handle, but the same issue happened. A new reload was used to complete the procedure. There was no patient injury.